Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. During preparation, after a 1.50mm rotalink plus was made ready to be inserted into the patient's body, it was noted that the console would not display the rotational speed. The procedure was not completed due to this issue. No patient complications reported.